Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the evo-pc-10-11-4-b device of lot number c1795073 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the (B)(6)2021. On evaluation of the device it was observed the polyimide black filler tube was found broken. ¿lock wire was not returned. Red marker on top of the handle was at the end on return. Handle was actuating fine for deployment and recapture¿. Documents review including IFU review: prior to distribution all evo-pc-10-11-4-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-pc-10-11-4-b device of lot number c1795073 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot c1795073; upon review of complaints this failure mode has not occurred previously with this lot c1795073. The instructions for use ifu0057-5 which accompanies this device includes the following contradictions ¿inability to pass the wire guide or stent through the obstructed area.¿ there is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to tortuous patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure which may have led to the flexor been broken. Complaint is confirmed based on the customers testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The product had issues during the stent delivery. Once the biliary stent was correctly released in the distal bile duct and the red knob at the back of the releasing "gun" was untied and pulled back correctly, a few more "shot" were given to completely release the yellow thread to let the distal part of the stent open. At this moment a long white thread (the one that holds the yellow thread together with the metal wire attached to the red knob, but that is usually not this long) was seen being stuck in the yellow part of catheter and would therefore cause a "bending" of the catheter that, therefore, could not be pulled back in the working channel of the scope to remove the releasing catheter. At this moment the distal part of the delivery catheter (the white tip of the device) was still inside the released biliary stent and therefore, in order to remove it, I had to pull back the whole scope from outside the patient (under fluoroscopy) with this part of the catheter still outside the working channel and the tip still inside the biliary stent. The stent remained correctly in place and the whole scope and device were correctly pulled back out of patient's mouth and no adverse event occurred. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. General questions: 1. At what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) while removing the introducer 2. What endoscope type and channel size was used? Duodenoscope pentax ed34-i10t, channel 4.2 mm 3. What was the position of the elevator? Was it opened or closed? Half open 4. Details of the wire guide used (diameter, type, make)? Cook medical, metro 0.35'' 260cm 5. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes, it was inserted correctly and it is still correctly in place in the patient 6. How long was the stent in the patient by the time this complaint occurred? Few minutes 7. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? N.a stricture information: 1. What was the length and diameter of the stricture? About 28 mm in length and maybe 0-1 mm in diameter 2. Where was the stricture located in the body? Distal part of the bile duct 3. Was there resistance felt passing wire guide through stricture? No 4. Was there resistance felt passing the evolution through stricture? No 5. Was the stricture dilated before stent placement? No questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? Yes, it was fine 2. Was resistance felt during insertion into patient? If yes, at what point? No questions related to during stent placement 1. Did the product fail during stent deployment or recapture? No 2. Was the directional button pressed during use? Yes 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes, it was inserted correctly and it is correctly place in the patient 4. Was the yellow marker kept in view during deployment? Yes 5. Are images of the device or procedure available? Yes, a video of the releasing device once removed from the patient questions related to during introducer withdrawal 1. Was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? Yes, fluoroscopy that confirmed it was perfectly in place and correctly opened 2. Did the stent open sufficiently to allow withdrawal of introducer safely? Yes 3. Was the safety wire fully removed before removing the delivery system? Yes 4. Did any part of the product snag/get caught with the stent when removing the delivery system? Not in the stent but in the delivery system, the stent was fine 5. Are images of the device or procedure available? Yes, a video of the releasing device once removed from the patient questions related to during stent repositioning/removal 1. What instrument was used for stent repositioning / removal? Forceps, snare n.a¿ was the lasso (suture) loop used during repositioning n.a

Event description:
Supplemental report required following device evaluation on (B)(6) 2021: "polyimide kinked. Black filler tube broken".

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.